Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The upper screen of the liquid crystal display (lcd) was mostly off. A few random segments were lit up. The lcd was out of specification (electrical). Both output connectors were broken, the hanger was cracked, the lower case was broken, the battery drawer was contaminated, the main seal was damaged (broken by upper right boss), both output connectors nuts were discolored, all six case screws were contaminated, the hanger screw was contaminated, both wires on the lcd were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the liquid crystal display of an external pulse generator (epg) was not functional, therefore the device was not used. The return status of the device is unknown. There was no patient involvement. It was further reported that the upper liquid crystal display screen had no image. The epg was returned for service.